Manufacturer narrative:
Continuation of d10: product ID evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was difficulty in advancing a non-medtronic 14 french (fr) introducer sheath through the left common iliac artery (cia). Subsequently, a percutaneous old balloon angioplasty (poba) was performed twice with a 6-millimeter (mm) balloon. The introducer sheath was still unable to advance, so instead an 18 fr introducer sheath was utilized. The delivery catheter system (dcs) was then advanced through the sheath, and the valve was successfully deployed. After the dcs and introducer sheath were removed, a non-medtronic suture-mediated closure device was utilized. After use of the suture mediated closure device, bleeding from the puncture site was noted. Subsequently, a non-medtronic stent graft was placed. Hemostasis was then achieved and the procedure was completed.